Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Visual inspection was not performed as the lens was not returned to the manufacturer. The reported complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the patient not being able to adjust to halos and glare and waxy vision. No further information was provided.